Event description:
It was reported that the stent partially deployed. The 100% occluded target lesion was located in the mildly calcified and tortuous iliac artery. Following predilation, a 7 x 150 x 130 innova stent was advanced over a d18 guidewire to the lesion and stent deployment initiated. After approximately 1cm of stent deployment, the thumbwheel malfunctioned. The stent could not release further, so the physician withdrew the device from the patient, with the stent partially deployed. The stent was able to be deployed once it was removed outside of the patient. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle is missing. The stent is separated and stretched. The longer piece of the stent is approximately 14.5cm long and the smaller piece is approximately 2.3cm long. There is a kink to the proximal inner 37mm from the distal end of the clip. There is buckling to the outer sheath starting at the distal end of the outer sheath and goes proximal approximately 4.9cm. There is buckling to the middle sheath 20.8cm from the distal end of the middle sheath and goes proximal approximately 1.8cm. Microscopic examination revealed damage to the distal end of the outer sheath causing it to bend inward. There is another buckling to the middle sheath 6mm from the distal end of the middle sheath. There is blood present on and in the device. Inspection of the remainder of the device, revealed no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent partially deployed. The 100% occluded target lesion was located in the mildly calcified and tortuous iliac artery. Following predilation, a 7 x 150 x 130 innova stent was advanced over a d18 guidewire to the lesion and stent deployment initiated. After approximately 1cm of stent deployment, the thumbwheel malfunctioned. The stent could not release further, so the physician withdrew the device from the patient, with the stent partially deployed. The stent was able to be deployed once it was removed outside of the patient. The procedure was completed with another of same device. There were no patient complications.